Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 9 years and 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. It was reported that the patient was admitted to the hospital for possible pump thrombosis. The patient presented with heart failure symptoms and an elevated lactate dehydrogenase (ldh) of 744 u/l. On (B)(6) 2018, the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
Sections: additional information: manufacturer's investigation conclusion: the evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned with the driveline severed approximately 2 inches from the pump housing and the distal portion of the driveline was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Examination of the rotor inlet upon disassembly of the pump revealed small thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. These thrombi had areas of lamination, indicating that they likely formed over an undetermined period of time while (B)(4) was supporting the patient. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated ldh. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption compared to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.